Event description:
It was reported there was an overdose. Healthcare provider reported hearing second-hand of a significant patient overdose immediately following either a catheter revision or full system replacement. The reporter was unsure which proceudere it was following. The reporter was also unsure of the exact timeframe, noting the incident occurrred either 5 years ago or 2 years ago. Reporter stated that the patient evenutaully recovered. No other event details were known to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).